Event description:
It was reported that the patient underwent a surgical procedure to remove an artificial urinary sphincter(aus) due to atrophy. The existing device was removed and a new aus was implanted. A patient outcome of fully recovered was reported.